Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eri, confirming the clinical observation. 11 charging cycles were recorded to the icds memory. The inspection of the device memory content documented charging cycles with a charging time longer than 20s. As a result the device activated the eri battery status. Next, the device was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock. However, the charging was aborted due to reaching 20s charging time. Therefore the device was opened to inspect the inner assembly and to check the functionality of the electronic module. Visually no deficiencies were observed. Further electrical investigations revealed a damaged power transformer on the electronic module, which was found to be responsible for the clinical observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The final acceptance test proved the device functions to be as specified. In conclusion, the clinical observation resulted from a damaged component on the electronic module. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. It is therefore assumed that the damage occurred after the device shipment, however the date of occurrence was not determinable based on the information available for analysis.

Event description:
Device went eri during dft testing. The physician was closing the pocket and attempting to do dfts when it went eri during implant. Based on the manufacturers analysis, this event is reportable.